Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was completed as planned by moving the patient to other room. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro is cutting out after pressing on wired and wireless foot pedal. After reviewed the log file and did some functional tests the fse confirmed the x-ray tube errors. The fse replaced the x-ray tube. After replaced the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that fluoroscopy was cutting out after the first image with the wired and wireless footswitches. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.